Event description:
It was reported the pt is not receiving stimulation therapy on her left side. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.